Event description:
Manufacturer received a report from the consumer alleging one wheel locked and the consumer "flipped out" of the consumer's chair, while the consumer was on an incline. As a result of the incident, the consumer sustained a broken leg. No malfunction implied.